Event description:
It was reported that a malfunction code, malf 9, was displayed on the customer's device. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support for resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if the issue reappears, which they understood.